Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) popped upon pullback. The device was removed and discarded, and closure was subsequently attempted with a 6f/7f non cordis closure device. There was no reported patient injury. The device was used in a peripheral interventional procedure using an antegrade approach. The user is mynx certified. The device was used with a cordis 6f 11cm avanti catheter sheath introducer (csi). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The access site was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate tortuosity and unspecified presence of pvd / calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. The device will not be returned for evaluation because it was discarded.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) popped upon pullback. The device was removed and discarded, and closure was subsequently attempted with a 6f/7f non cordis closure device. There was no reported patient injury. The device was used in a peripheral interventional procedure using an antegrade approach. The user is mynx certified. The device was used with a cordis 6f 11cm avanti catheter sheath introducer (csi). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The access site was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate tortuosity and unspecified presence of pvd / calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. The product was not returned for analysis. The product history record (phr) review of lot f2309505 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the information available for review, access site vessel characteristics (presence of pvd/calcium in the vicinity of the puncture site with moderate tortuosity) most likely contributed to the loss of pressure reported since calcification/pvd at the access site can cause damage to the balloon, resulting in a loss of pressure. According to the mynxgrip IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review indicate that there is a design or manufacturing-related issue. Therefore, no corrective/preventative action will be taken at this time.